Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be peeled. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is detaching from the pump which started about one week ago. It was reported that the backlight, up, down, and ok buttons require several presses for a response for about five to six months. It was reported that the pump is not exposed to water.